Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2011. Operative report noted the presence of scar tissue, a cyst, and no evidence of swelling or discoloration and the joint looked normal. The stem and cup were well fixed. The modular head and taper adapter were removed and replaced.